Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings. Then made a visual inspection and found the sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened or used. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was suspended due to sensor values. Sensor glucose value from reportable event was 68 mg/dl. The blood glucose value at the time of suspend event 197 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer mentioned other sensor glucose value as 68 mg/dl and blood glucose value as 197 mg/dl. Customer reports they did not receive a sensor updating or sensor glucose not available alert. Customer reports they did receive a calibration not accepted alert. The sensor will be returned for analysis.